Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in an hba1c value of 12.9 % and repeated as 5.64 %. The hba1c reagent lot number was 62958201, with an expiration date of 31-aug-2023.

Manufacturer narrative:
The customer tried cleaning the probe and repeated controls. Controls did not pass. Precision studies were performed and were not good. The field service engineer checked a pump on the analyzer and cleaned the sample probe. The cell rinse was checked and was normal. After the service actions, controls were checked and precision studies were performed.

Manufacturer narrative:
Quality control data showed strong imprecision and did not pass on the day of the event. Upon review of the alarm trace, abnormal aspiration alarms and errors indicating the photometer lamp was not replaced in time were observed. The investigation determined the issue is consistent with probe contamination and insufficient customer maintenance.